Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump delivered at a higher rate than programmed (over infusion) during therapy (medication, dose, programmed amount and delivery rate unknown). There was no patient injury or medical intervention associated with this event. The biomedical services at the user facility was unable to duplicate the problem. No additional information is available.

Manufacturer narrative:
The device was received and evaluation was completed. A device history review revealed no issues that could have caused or contributed to the reported issue. A visual inspection was performed and no abnormalities were found. The reported issue could be reproduced during the device evaluation. The device was determined to not meet all product specifications related to the reported event. The reported device flowing too fast was verified. Evaluation observed the device to deliver out of specification as an under infusion. The cause was determined to be out of adjustment. The pressure plate travel was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.